Event description:
During hip fracture stem implantation, the femoral head component would not articulate properly within the bipolar prosthesis. There was no adverse consequence for the patient.

Manufacturer narrative:
Summary of evaluation: examination results verified the reported event. A design change was incorporated in sept. 1996 to reduce or eliminate this "snug" condition.